Event description:
The customer reported that the ventilator alarmed with primary alarm failed error the customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the broken off fb25 on the pm pcba created the 1102 error code.